Event description:
Customer reportedly received results of 437 mg/dl and 147 mg/dl within 10 minutes on the advantage system. No actions taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.